Manufacturer narrative:
Return material authorization has been issued for the return of the hardware for investigation; the return has not yet been received. Replacement hardware was sent out for the lift to be repaired. The technician stated no further issues have been communicated and the device has been repaired. Should additional information become available, a supplemental record will be filed.

Event description:
Technician called from adapt coldwater (facility) and states the bolt holding the hanger bar from a lift backed itself out and the customer fell to the ground and broke their tailbone.